Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt weak and that their leadless implantable pulse generator (ipg) is not working. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.